Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. The patient is a participant in a clinical trial. No patient complications have been reported as a result of this event.